Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected field: h6 (medical device problem code and investigation findings).

Event description:
N/a.

Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Based on the event description, the most likely root cause is related to user dependent factors and variability in device setup and operation rather than a confirmed device malfunction. The situation suggests that the alarm and delayed therapy initiation may have been influenced by inconsistencies in pump setup, including the handling of standby mode, prior semi auto configuration, or transitions between devices. The presence of multiple staff simultaneously making adjustments during troubleshooting likely contributed to confusion and inconsistent system responses. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The investigation does not indicate that the device was inadvertently released as non conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non conforming device to be released. The trend review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
(B)(6) a csicu rn, contacted the emergency support program regarding a leak in iab circuit alarm on a cs300 during use. Staff reported repeated alarms and difficulty restarting therapy. The pump had reportedly been in standby for approximately 10 to 15 minutes. A second pump was set up due to concern for pump malfunction, though therapy eventually resumed. Esp personnel attempted to review alarm rationale and troubleshooting steps; however, the bedside team believed the issue was pump related and denied patient related contributing factors. Esp personnel instructed staff to label the first pump with the alarm present and remove it from service for evaluation. Complaint information was obtained. No harm or injury to the patient was reported.